Event description:
It was reported that during a laparoscopic gastrectomy, the jaw became not to open in about 1 hour. The device did not clamp a target tissue when the event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information = cable. The device was received with the cable cut off and locked. The device was unlocked to test it for functionally. Due to the returned condition, functional testing could not be performed. No issues were noted with opening and closing of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if yes, how was the device removed? (I.e. Cut off, forced opened) ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired?